Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was able to visually confirm the indicated issue. The root cause cannot be determined as the batch is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Catalog number, product name, etc.: 320129 lot no. (Serial no., etc.): unknown date of occurrence: (B)(6) 2025 contact: (B)(6) 2025 needle injury: none other treatment: no returned product: yes, 1 item (photograph attached) to be recovered at a later date history of the event: according to the patient, the needle was bent when he checked it because no liquid came out during use. Report: not needed replacement: required batch #: unknown.